Event description:
It was reported that the patient was undergoing radiation treatments and a device power-on reset (por) occurred. The device parameters were not affected and the por reason was noted as "non-severe." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a power on reset of the parameters for write to locked ram, addr=1815, data=15 on (B)(6) 2012, 10:58:39. There was 1 patient alert for por on (B)(6) 2012, 09:58:39.